Event description:
It was reported that intermittently during bolus delivery, pump was not delivering insulin properly. Customer's blood glucose was 150-208 mg/dl customer changed the carbohydrate ratio and manual delivered insulin to address elevated bg. Customer continued to use pump for insulin therapy.